Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 154 mg/dl. Customer blood glucose reading at the time of the incident was 369 mg/dl. Customer stated high blood glucose reading stared on (B)(6) 2017. Customer was thirsty and had dry mouth. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with manual injection and insulin pump. Customer changed the set last night. Customer did not mention if the infusion set cannula was bent. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer drive support was normal. Customer declined to check on the insulin pump setting. Customer declined high pressure test. Insulin pump will not be returning for analysis. Infusion set will be returning for analysis.